Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a sheath. During the procedure, the physician completed one pass using a catrx. Then, while advancing the catrx for a second pass, the physician experienced resistance and subsequently, the proximal end of the catrx kinked. However, the physician continued to advance the catrx through the rotating hemostasis valve (rhv) and subsequently, the physician broke the proximal end of the catrx. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture on the proximal shaft. If the device is forcefully advanced against resistance or is otherwise mishandled during use, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed a kink on the mid-shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.